Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned device shows a non deployed device loaded with suture and anchor attached. The anchor was not broken. No manufacturing abnormalities. A functional evaluation the anchor will not deploy, it remained attached to the rod during functional test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during rotator cuff repair surgery the opus speedscrew anchor broke off after it was inserted into the bone. The suture snare seemed to hage broke while shuttling the suture into the anchor body. Sutures that passed through the tendon were cut and removed. The anchor was removed as it was still attached to the inserter. No delay or other complications were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.